Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. Appearance: the involved device, eliminate (hereinafter referred to as the involved device), was returned to tcsc; however, no items other than the catheter were returned. Upon visual observation of the involved device, a tear in the guidewire lumen was observed at a point 8.5 cm from the distal tip. In addition, crushing was observed at points 10.2 cm and 12.3 cm from the distal tip. A kink was also observed at points 72.0 cm and 75.9 cm from the distal tip. No other abnormalities were observed in appearance. Dimension measurement: the inner and outer diameters of the involved device was measured to inspect for the following possibilities. Inner and outer diameters: measured to check for abnormalities that may cause tube deformations in the catheter, such as the thinness of resin. Results: the major and minor (long and short) diameters at points 10.2 cm, 12.3 cm, 72.0 cm, and 75.9 cm from the distal tip of the involved device were outside our standard values, and it was presumed that the inner lumen was narrowed beyond the standard value. In contrast, the inner and outer diameters at the distal and proximal parts of the involved device were within our standard values, and no abnormalities were observed. Simulation test: the simulation test of kinking observed on the involved device was conducted by the following method. Sample: eliminate (current product) (B)(4). Method: with the stylet inserted, bend the shaft part into a u-shape. Gradually reduce the width of the u-shape. Perform this procedure both with the stylet inserted and with the stylet removed. Result: with the stylet inserted, no kink occurred in the catheter tube of eliminate (current product) even when the width of the u-shape was reduced to approximately 1.5 cm. Next, with the stylet removed, when the width of the u-shape was reduced to approximately 1.5 cm, a kink similar to that observed in the involved device occurred in the shaft of eliminate (current product). In our company, for eliminate, we perform visual inspections, etc. By sampling each tubing raw material lot and each production lot. In addition, we perform visual inspections toward all eliminate before the holder assembly in the manufacturing process. As a result of reviewing device history records of the lot 251100190, there were no abnormalities that could cause the tear of the guidewire lumen, crushing and kink. Upon visual observation of the involved device, a tear in the guidewire lumen was observed at a point 8.5 cm from the distal tip. In addition, crushing was observed at points 10.2 cm and 12.3 cm from the distal tip. A kink was also observed at points 72.0 cm and 75.9 cm from the distal tip. As a result of dimension measurement, the major and minor (long and short) diameters at points 10.2 cm, 12.3 cm, 72.0 cm, and 75.9 cm from the distal tip of the involved device were outside our standard values, and it was presumed that the inner lumen was narrowed beyond the standard value. In contrast, the inner and outer diameters at the distal and proximal parts of the involved device were within our standard values, and no abnormalities were observed. In the simulation test, with the stylet inserted, no kink occurred in the catheter tube of eliminate (current product). However, with the stylet removed, when the width of the u-shape was reduced, a kink similar to that observed in the involved device occurred. As a result of reviewing device history records, there were no abnormalities that could cause the tear of the guidewire lumen, crushing and kink. Based on the above results, it was considered that the crushing and kinks observed in the catheter of the involved device may have occurred as a result of catheter handling or catheter manipulation with the stylet removed.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: requested, not provided. G4: 510k: n/a. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Terumo medical products (tmp) (importer), registration no. 2243441, is submitting this report on behalf of terumo clinical supply co., ltd. (Manufacturer), registration no. 3009500972.

Event description:
Terumo medical corporation received the following reported information: while advancing the device intravascularly, the shaft fractured just proximally to the target vessel. Upon receipt and evaluation of the returned sample, the manufacturer confirmed that a tear was present in a portion of the catheter. It was understood that progression of this tear may result in catheter fracture, with the potential for a catheter fragment to remain within the patient's body.